Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray imaging confirmed there was no evidence of fracture. Laboratory analysis did not confirm the clinical allegations of oversensing due to suspected lead fracture as lead was confirmed to be electrically continuous.

Event description:
It was reported that during an atrial fibrillation (af) episode this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed high amplitude deflections due to baseline shifting. Technical services (ts) recommended troubleshooting for lead damage and sense b node sensing issues. The patient was brought back in for troubleshooting. A review of the medical history confirmed that the electrode was implanted intermuscular with a two incision and two suture technique. A review of the device history observed new non-treated episodes. The recommended troubleshooting was performed with non-physiological noise clearly observed in primary and alternate sensing vectors with the patient in a resting position. Imaging was performed and no macroscopic lead damage was observed. Based on the clinical observations and the troubleshooting performed the physician suspects sense b conductor impairment. New information received indicates that surgical intervention was performed, and the electrode was explanted and replaced. The explanted electrode is expected to be returned for evaluation.

Event description:
It was reported that during an atrial fibrillation (af) episode this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed high amplitude deflections due to baseline shifting. Technical services (ts) recommended troubleshooting for lead damage and sense b node sensing issues. The patient was brought back in for troubleshooting. A review of the medical history confirmed that the electrode was implanted intermuscular with a two incision and two suture technique. A review of the device history observed new non-treated episodes. The recommended troubleshooting was performed with non-physiological noise clearly observed in primary and alternate sensing vectors with the patient in a resting position. Imaging was performed and no macroscopic lead damage was observed. Based on the clinical observations and the troubleshooting performed the physician suspects sense b conductor impairment.